Event description:
This is filed to report the clip moving post deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned, and the grasp was performed and evaluated as solid. Upon deployment the clip opened from 10 degrees to 30 degrees. Clip evaluation showed good leaflet insertion however slight posterior leaflet mobility but was stable on the leaflets. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. There is no indication of a product issue with respect to manufacture, design or labeling.